Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 5 on the home choice (hc). The home patient (hp) was still connected. The supply bag was empty and there was solution in the heater bag only. The technical service representative (tsr) asked if any bags came undone, per the hp, no. The tsr explained the alarm and assisted the hp to clear the alarm by cycling the hc off/on twice and the hc was back to press go to start. The hp would finish with a manual bag. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the system error 2240, the hp resumed therapy starting over with new supplies. The hp would let his peritoneal dialysis nurse (pdn) know about the alarm the next visit. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.